Event description:
It was reported that there were low impedances <(><<)>50 ohms / a short circuit only relative to the relationship between contacts 6 and 11 on the leads. The patient fell approximately 3 weeks before the report. She had a jolting sensation when she arched her back. The stimulation was reprogrammed and the issue was resolved. It was possible to successfully reprogram without using electrodes 6 and 11 and the jolting stopped. The patient was still feeling stimulation in desired areas and was happy with the changes.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).